Manufacturer narrative:
(B)(4). The event occurred sometime in 2016. The lot was manufactured may 16, 2016 ¿ may 18, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused approximately 100% above the expected rate. There was no patient injury or medical intervention associated with this event. No additional information is available.